Manufacturer narrative:
Investigation summary: mat: 365331, lot: 2046385, bd received 10 samples and 1 photo for investigation. The samples and photo were reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® evacuated blood collection tubes was found with orange cap. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿these tubes came with an orange cap instead of rust, from eliezer clinic."